Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer had failed. A field service engineer (fse) found no failed hardware upon arrival. However, the customer reported a failure in mini drawer 1.7, so the mini engine was replaced. The drawer was accessed twice through the application during inventory, and both attempts were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, cubie drawer failed for control substance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.